Event description:
The facility reported a colleague infusion pump with a malfunction of "lines that are blacked out across the top quarter of the screen." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the central sterile department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "lines that are blacked out across the top quarter of the screen" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty main display. The main display assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a service history review revealed that this device has not been serviced prior to this event. A device history review was performed and revealed the device experienced a failure of accuracy reading and the 4 psi reading failed. Pump was reworked and passed all subsequent testing.baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.